Manufacturer narrative:
The device was returned to omsc for evaluation. During the evaluation, the reported image loss was not duplicated. Omsc disassembled the device and confirmed a break of the braided metal wire in the bending section under the crack of the break of the metal wire. In addition, omsc confirmed a breach on the insulation of the ccd cable just under the break of the wire and scratches on the bending section. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Although the exact cause of the reported event could not be conclusively determined, it is surmised that a short-circuit around the electric circuit of the image unit (ccd) due to the cutting of the covering of the ccd resulted in the endoscopic image loss. In addition, the scratches on the bending section were possibly due to a physical damage. If additional information is received, this report will be supplemented. The instruction manual of the device instructs; never press and/or gather the bending section of the endoscope with hand instruments. Damage to the bending section may result. Do not withdraw the endoscope from the trocar tube with excessive force to prevent damage to the bending section of the endoscope. Withdraw it carefully and slowly.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared for a split second during an unspecified therapeutic procedure. The user facility completed the intended procedure with the subject device since the endoscopic image recovered soon. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".